Event description:
It was reported that while at home the patient disconnected a battery from the controller and attempted to connect to the ac adapter which triggered an alarm. The patient then presented to the hospital and while at the hospital, the ventricular assist device (vad) stopped when the batteries were disconnected, and a no power alarm was heard over the phone while troubleshooting with technical services. It was possible that the patient accidentally double disconnected while at home and that double disconnect occurred again while at the hospital. There was a no power alarm reported on a second controller, but it is unclear if this was the back up controller or if this controller was attempted and if it was successful. The patient was ultimately exchanged to a new controller and the vad restarted with no issues. While hospitalized, it was noted that the driveline (dl) cable was in need of repair. A sheath repair was done and it was noted that dl was ¿covered in thick layers¿ of tape, which was present on the full length of the dl up to approximately ten centimeters (cm) from the dl exit site. It was revealed that hospital staff had taped a second layer of tape over the prior manufacturer repair without removing any tape first or informing the field servicing team. Removal of multiple layers of tape was difficult and it was estimated that approximately half the length of the dl had two layers of tape, and some areas there were three layers and the outer sheath of the dl was no longer visible. Between the original manufacturer layer of tape and the hospital applied layer, an oily film was sensed. Removal of the layers of tape was a lengthy process and it was observed that from approximately halfway up the length of the dl to the exit site the hospital applied tape, the original manufacturer repair tape and inner lumen of the dl were all fused together and removal was not possible without exposing the insulated wires of the dl and it was decided by the field engineer to leave the upper part of the fused silicone repair in place to prevent unnecessary stress or danger to the wires by the difficult removal process. The upper part of the prior repair was noted to be intact. A new sheath repair was applied to the dl where it was noted to be broken in three places approximately fifteen (15) cm from the strain relief. The new repair covered the strain relief and the lower part of the dl and a transition was formed to account for the difference in diameter with the new repair and the old repair. The vad and dl remain in use and the controllers were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system- controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2018 / serial#: (B)(6) d9: no h3: no h4: mfg date: 31-mar-2017 h5: no d1: heartware ventricular assist system- controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sep-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 13-sep-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.